Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 108.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil had offset coil winds. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. Further attempts to advance a damaged coil may result in increased resistance and the inability to advance the coil. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed nine coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil into the hub of the microcatheter, and therefore the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.